Event description:
The customer reported the system displayed several error codes that resulted in a system lockup situation. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The faulty parts were identified and repaired/replaced. The system was then found to be operating as intended.